Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.25mm x 2.11mm in size. The complaint regarding the instrument has a weakened spot was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors (mcs) instrument tip had a weakened spot. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not notice any visible damage on the monopolar curved scissors instrument that prevented the scissors tip from being connected but did confirm that the connection felt loose.